Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer's blood glucose was 401 mg/dl at the time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that they found air bubbles in the tubing at the time of call. The customer stated that they had high blood glucose of 505 mg/dl and low blood glucose of 45 mg/dl. The insulin pump will not be returned for analysis.